Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that rotaflow console (rfc) was disconnected from the ac power during portable procedure on patient. After 30 minutes, the ¿low battery¿ alarm occurred and the rfc shut off. They was not able to resolve the problem by turning on and off again. The patient circuits was moved to the e-drive and to a second rfc without any issues. According to the biomed (authorized person in the hospital), the battery of the rotaflow console was over 2 years old and was replaced. No harm to any person has been reported. The rotaflow console with s/n 1061 was investigated by a biomed (authorized person in the hospital). The biomed was able to confirm the reported failure. No service on the device was ordered by the customer. Biomed has fixed the issues onsite and the battery pack with fuse (material#70101.7188) has been replaced. After the replacement the device is working as intended. The affected battery was in use for almost 2 years and was overdue for replacement. Therefore the root cause of the reported failure was determined as an overdue battery replacement. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2023-04-21 for the period of 2015-09-11 to 2023-04-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2015-09-11. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / v15. Chapter 3.3.4. Check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1. Before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that rotaflow console (rfc) was disconnected from the ac power during portable procedure on patient. After 30 minutes, the ¿low battery¿ alarm occurred and the rfc shut off. They was not able to resolve the problem by turning on and off again. The patient circuits was moved to the e-drive and to a second rfc without any issues. According to the biomed (authorized person in the hospital), the battery of the rotaflow console was over 2 years old and was replaced. No harm to any person has been reported. Complaint ID: (B)(4).